Event description:
Discordant falsely elevated thyroglobulin (tg) results were obtained on one patient sample on an immulite 2000 xpi instrument. The falsely elevated tg results were reported to the physician and questioned. The sample was repeated on the same instrument and the result was elevated. A new sample was drawn from the patient and tested on same instrument which resulted lower than the initial elevated results. Another sample was drawn from the patient and tested twice on same instrument also resulting lower than the initial elevated results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tg results.

Manufacturer narrative:
The initial MDR 2247117-2014-00077 was filed on november 14, 2014. The first supplemental MDR 2247117-2014-00077_s1 was filed on november 25, 2014. Additional information (12/02/2014): a siemens technical application specialist (tas) discovered an elevated percentage for coefficient of variation (cv). A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and replaced the ceramic valves, dual resolution dilutor (drd) cells and adjusted the probes. The fse performed precision tests which were within acceptable ranges. The customer has no more discordant results. The cause of discordant falsely elevated thyroglobulin results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2247117-2014-00077 was filed on november 14, 2014. Corrected information (11/24/2014): new information regarding patient sample data was obtained. The patient data provided in the initial MDR is incorrect.

Event description:
Discordant, falsely elevated thyroglobulin (tg) results were obtained on two patient samples on an immulite 2000 instrument. The first patient sample was repeated on the same instrument, also resulting higher. The new samples were drawn from both patients. First redrawn for patient 1 was tested on same instrument, while for patient 2 was tested on an alternate immulite instrument-2, both resulting lower than the initial results. A second draw was obtained from both patients and tested on an alternate immulite instrument-1 for patient 1 and instrument-2 for patient 2, both resulting lower. The sample for patient 2 was also tested in an alternate lab for three times, also resulting lower than the initial result.

Manufacturer narrative:
The cause of falsely elevated thyroglobulin results is unknown. Siemens healthcare diagnostics is investigating the issue.